Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had emitted multiple call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2016 with the following findings: a review of the black box and alarm history indicated a call service 078 alarm had occurred. The pump powered on normally and completed a rewind, load, and prime sequence with no alarms occurring. The pump was exercised for 24 hours with no call service alarms. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the pump casing was cracked near the upper right corner of the display; leak testing revealed a leak due to the cracked casing; moisture was found on multiple internal pump components; the top of the battery cap was stripped; the cartridge compartment was cracked. (B)(4).